Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 3/cart 84/box lot# 73g1700086 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when the doctor tried to use the third clip, the clip broke into two pieces. The broken clip was thrown away but they kept the rest of the product. There was no patient injury.

Event description:
It was reported that when the doctor tried to use the third clip, the clip broke into two pieces. The broken clip was thrown away but they kept the rest of the product. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The cartridge was returned with its lid stock. The clip cartridge was visually examined with and without magnification. Visual examination of the returned cartridge revealed that there were 2 clips remaining in the cartridge. The returned sample appears used as there is biological material present on the cartridge. The clip applier was not returned. Reference file (B)(4) for investigation photos. Functional inspection was performed on the returned sample. A lab inventory clip applier was used. Both remaining clips were able to properly load into the jaws of the applier and were both successfully applied to true-max tubing without breaking. No functional issues were found with the returned clips. The IFU for this product, l06112, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "clip broken" was not confirmed based upon the sample received. Upon functional inspection, both remaining clips were able to properly load into the jaws of a lab inventory applier and were both successfully applied to true-max tubing without breaking. No damages were observed to any of the returned clips. Since no functional issues were found with the returned clips and the applier was not returned, the reported issue could not be confirmed.